Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that air bubbles were observed during the beginning of the first return cycle on the ln9000. They noticed a blood leak from the pump manifold. The procedure was stopped resulting in a red blood cell loss. A new procedure was started. The pt did not tolerate the second procedure and as a result has a further red cell loss. Pt was give a allogenic transfusion and has recovered. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that air bubbles were observed during the beginning of the first return cycle on the ln9000. They noticed a blood leak from the pump manifold. The procedure was stopped resulting in a red blood cell loss. A new procedure was started. The pt did not tolerate the second procedure and as a result has a further red cell loss. Pt was give a allogenic transfusion and has recovered. No operator injury was reported. Pictures of the disposable used confirm a leak in the disposable kit used. Attempts have been made to acquire further clinical details regarding the event. Investigation ongoing. F/u report will be filed when investigation has concluded.